Manufacturer narrative:
Medwatch (B)(4). A follow up reort will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the mrx device charged but would not deliver shock to the patient. It was reported that the patient was connected to defibrillator during code blue at 1423 on (B)(6) 2017. The mrx device was charged but would not deliver the shock. The clinicians obtained a second mrx defibrillator and connected the patient to the second defibrillator using the same pads. The second defibrillator was used to deliver the shock successfully. The patient involved survived the cardiac arrest incident in this complaint but died two hours later in the intensive care unit. The customer submitted a medwatch report that categorized the adverse event as a serious injury. Since the customer subsequently reported that the patient died two hours after the incident, this investigation has been categorized as a death.

Manufacturer narrative:
It was reported to philips that the mrx device charged but would not deliver shock to the patient. It was reported that the patient was connected to defibrillator during code blue at 1423 on (B)(4) 2017. The mrx device was charged but would not deliver the shock. The clinicians obtained a second mrx defibrillator and connected the patient to the second defibrillator using the same pads. The second defibrillator was used to deliver the shock successfully. The patient involved survived the cardiac arrest incident in this complaint but died two hours later in the intensive care unit. The customer submitted a medwatch report that categorized the adverse event as a serious injury. Since the customer subsequently reported that the patient died two hours after the incident, this investigation has been categorized as a death. It was reported that the device was evaluated on (B)(4) 2017 by the hospital biomed engineer. The biomed engineer reported that the printed rhythm strip of the incident showed the device was charged to 200 joules but there was no record of the shock button being pressed within the 30 seconds after the device was charged, which caused the device to automatically disarm. It was also reported by the biomed engineer that the device worked as designed during biomed testing. The test load was used to test the shock function multiple times and the charge and shock responded each time when pressed. The biomed was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips will not consider this as a malfunction of the device as it is fully consistent with user error due to not pressing the shock button within the 30 seconds following the charge when the device automatically disarmed. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.